Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-ipg-r, upn: unk-p-scs-ipg-r, model: unknown, serial: unknown.

Event description:
It was reported that during patients back surgery, the physician disconnected the lead. It was unknown if the back surgery was device related. The patient then had another procedure wherein the lead and implantable pulse generator (ipg) were replaced due to an unknown reason. The explanted devices were discarded by the medical facility and there were no reported complications postoperatively. No further information could be obtained despite good faith efforts.